Manufacturer narrative:
Concomitant medical products: 507652, lead, implanted: (B)(6) 2005; 694865, lead, implanted: (B)(6) 2007.

Event description:
It was reported that an impedance warning was triggered for the left ventricular (lv) lead due to high pacing impedance. Lv lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.